Event description:
Mcdonald hg, zaki oa, wright mj, et al. Phase I safety and feasibility pilot of hepatic artery infusion chemotherapy in a rural catchment area using the codman vascular catheter with the medtronic synchromed ii pump for intrahepatic cancers. Ann surg oncol. 2023:1-12. Doi:10.1245/s10434-023-14519-8 reported events: one patient receiving hepatic artery infusion therapy via an implantable pump experienced an inadvertent dosing error related to human error during programming the pump. This resulted in rapid administration of medication over 24 hours. Prior the patient had undergone multiple dose reductions and thus no harm was detected from the low dose that had been programmed incorrectly. Additional information received from a healthcare professional (hcp) reported they believed the wrong concentration had been entered in regards to the programming error. Originally they had changed the drug listed in the device every two weeks alternating between haparinized saline and fudr/dexamehtasone/heparanized saline. Eventually they decided to leave the same drug listed at all times to avoid error. Additional information received from a healthcare professional (hcp) reported the patient identifier and weight. It was reported the software version of the programmer had been unknown.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.